Event description:
It was reported to medtronic minimed that the customer experienced occluded, keypad/button unresponsive/button error, no delivery/occlusion alarm, failed battery test, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1880. Customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. Customer reported a past insulin flow blocked alarm. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with no response from any buttons, problem isolated to the keypad assembly. The j1 connector on pcb1 was locked properly during visual inspection. Unable to perform self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, and sleep current measurement due to keypad anomaly. The keypad traces and electronic assemblies were inspected, and moisture damage noted. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery noted in pump downloaded history on or near the event date. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 06/27/2024 12:59:33.000 in pump downloaded history. No prime fill anomaly or unexpected insulin flow blocked alarms noted during testing. No insulin flow blocked alarm noted in pump downloaded history on or near the event date. Pump alarmed low battery alert on 06/21/2024 17:39:00.000. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube case, and cracked battery tube threads. Pump passed required testing and no prime fill anomaly or unexpected insulin flow blocked alarms noted during test. No failed battery test noted during test. Confirmed unresponsive keypad during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.